Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient complained of pain at device implant site. Patient also complained of not being able to sleep or eat because of the pain. Patient distressed from the pain. One week after implant the device and absorbable envelope were explanted. No further patient complications have been reported as a result of this event.